Event description:
The tip of the 032 reperfusion catheter was crimped after attempted access to an occlusion, the device was removed and a new 032 reperfusion catheter was opened and the case was completed successfully.

Manufacturer narrative:
This MDR is being filed based on our understanding of incident reportability as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. The DHR of this manufacturing lot has been reviewed and a copy of the review is attached. A review of the device history record (DHR) was completed on part # 0854 (lot # l15284). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.